Event description:
It was reported that the pt experienced increased pain levels over the past few months. Several adjustments were made to the dosing/drug regimen. A catheter dye study was attempted, but was discontinued due to the inability to aspirate the catheter. There were no alarms or volume discrepancies noted. Additional troubleshooting was being considered. The medications being delivered via the device system were fentanyl, dilaudid, bupivicaine, and baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).